Event description:
The hospital reported blood coming from the flow transducer housing. The disposable insert was changed out immediately and the patient was not affected. A crack was noted in the flow probe.